Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an unidentified alarm. Review of pump history verified that an out of range alert had occurred. Customer acknowledged that they rolled over onto the pump while sleeping, however was adamant that this was not correct alarm. Tandem customer technical support (cts) verified that no additional alerts or alarms were present and customer acknowledged. There was no reported adverse effect to the customer's blood glucose.